Event description:
The dealer stated, the tire was installed (B)(6) 2015 has gone flat. The dealer stated patient is within weight parameters, no injury or property damage to report.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.